Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the surgical procedure is a potential adverse event and appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary interventional procedure. Reportedly, following deployment of the foot, the foot could not be retracted and the proglide device could not be removed. A cut down was performed and the artery was sutured closed to achieve hemostasis. At the extraction of the proglide device it was observed that the foot was still in the open position. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.